Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One 7f medium curl livewire ep catheter was received for evaluation. No visual anomalies were noted. Functional testing revealed the catheter deflected when actuating the steering mechanism. Electrical testing revealed electrodes 3-20 displayed acceptable resistance values. No short circuits were detected. Electrodes 1 and 2 displayed intermittent readings. Microscopic inspection of the distal shaft revealed a transparent material on the tip and electrode 2. Spectral analysis concluded the material was not consistent with any material used in the manufacturing process and as there was no device issue during the procedure the origin is unknown. The device met sjm specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left ventricular tachycardia ablation procedure, a cardiac tamponade occurred. Transseptal puncture was performed with a brk transseptal needle. Geometry was collected with a livewire ep catheter through an agilis nxt introducer. Ablation was performed using a flexibility catheter. The patient experienced chest pain and an echocardiogram revealed a cardiac tamponade. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices used.